Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm volume was unknowingly set to 3, and an unknown alarm was almost not detected. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the alarm volume was unknowingly set to 3, and an unknown alarm was almost not detected. The customer also stated that the device was on a patient in a room with the door closed and wanted to know if the alarm volume function can be locked. Per good faith effort (gfe) response, the customer confirmed that the device did not have software version 2.30 installed. The remote service engineer (rse) informed the customer that there is no way to lock the alarm volume setting and discussed software 2.30 alarm volume escalation feature that is introduced in that software. The rse also advised the customer to check the software version on each ventilator-- if the software version is 2.30 or higher, the rse advised the customer to go into diagnostic mode - system settings to make sure that the feature is turned on. The rse then provided the customer with the service bulletin (sb) discussing 2.30 software. No further information was provided by the customer. The investigation concludes that no further action is required at this time.